Event description:
Pre-drilled with 2.7 drill. Alignment was a little off, and anchor came off inserter. Anchor broke and the distal tip of the anchor remains in the patient.

Manufacturer narrative:
(B) (4)device was not being returned for evaluation.(B) (4)